Event description:
It was reported that the patient had a syncopal episode with documented ventricular fibrillation in which no therapy was delivered from device. There were inappropriate shocks and oversensing noted which was reproducible with anchor sleeve manipulation. The device remains in use and the lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4) proximal conductor fractured. Additional findings of blood/body fluid defib conductor (not obstructed) and outer tubing overlay, blood in/on helix mechanism (sleeve head) and helix mechanism. The inner tubing kinked/bucked, outer tubing overlay melted and cosmetic environmental stress cracking, all insulators breached cut, outer insulation cosmetic depression and flexed within 5 cm of anchoring sleeve. Also analyst visual comments that lead appears to have been implanted with a bend in it at the fracture site. No problem was found with anchor sleeve. Full lead was returned and analyzed.

Event description:
It was reported that the patient had a syncopal episode with documented ventricular fibrilation in which no therapy was delivered from device. There were inappropriate shocks and oversensing noted which was reproducable with anchor sleeve manipulation. No further patient complications were reported as a result of this event.